Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a hydratome¿ rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noticed that the tome came out of the scope already bowed and they could not unbow it. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.